Manufacturer narrative:
The investigation confirmed that the staining appeared to be under the protective shrink-film covering. However because of the limited visualization and quality of the photographs it was not possible to determine if the shrink-film was fully intact with no holes or splits. Although it was not possible to determine the root cause of this complaint. There is a high confidence level both components were manufactured and processed and conformed to all of biomet manufacturing and processing procedures. It is therefore unlikely that the water droplets were present at the time of manufacture and therefore appeared during storage. Therefore the conclusion is that this is a rare event which will not cause any risk to the medical device and is unlikely to occur unless of rare external issues at the point of use storage and handling. Review of mhr and complaint history did not identify any anomalies or trends. Risk analysis was completed and risk is consider low. (B)(4). Zimmer biomet complaint (B)(4).

Event description:
It was reported that the distributor staff was going through inventory and noticed water stains in the packaging of implants. The plastic was intact. No further information has been provided. No adverse events have been reported as a result of the malfunction.